Event description:
A customer in denmark reported an issue with a pump related to a cartridge change error, which affects how the pump engages the cartridge during loading. Customer declined to provide information regarding alternate insulin therapy.